Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak in association with pd treatment. During fill 3 of 4 there was an air detected in cassette warning. The treatment was cancelled and fluid was found. Fluid was seen inside the cassette door. Fluid leaked from an unknown area, but the patient also indicated that prior to that set up fluid leaked from the patient line during set up. Fluid was discovered in the pump module area of the cycler and on the external part of the cassette. In a follow up, the patient's pd nurse verified the fluid leak events and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler air dry overnight and has been using the cycler since, with no further issues. The patient was also retrained in treatment set up, to make sure all steps were understood.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak in association with pd treatment. During fill 3 of 4 there was an air detected in cassette warning. The treatment was cancelled and fluid was found. Fluid was seen inside the cassette door. Fluid leaked from an unknown area, but the patient also indicated that prior to that set up fluid leaked from the patient line during set up. Fluid was discovered in the pump module area of the cycler and on the external part of the cassette. In a follow up, the patient's pd nurse verified the fluid leak events and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler air dry overnight and has been using the cycler since, with no further issues. The patient was also retrained in treatment set up, to make sure all steps were understood.